Event description:
It was reported that during an ureteroscopy procedure, the basket would not open. The target area was an unspecified ureteral location. A zero tip nitinol basket had been advanced to an unspecified location within the patient. The physician was unable to get the device to open. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device analysis: a functional check of the device found the basket is closed and could not be opened. The distal end of the sheath is damaged. The sheath was removed and the basket and drive wire were found to be intact with no defects. It appears the sheath damage was preventing the basket from opening. A review of the device history record revealed no issue that could be associated with this incident. The most probable root cause of the reported complaint was determined to be related to handling.